Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needle would not deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1068594 it was reported pen will not depress during injection,

Manufacturer narrative:
H.6. Manufacturer narrative: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needle would not deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1068594 . It was reported pen will not depress during injection.